Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary : the report of a preventive maintenance result show failing the patient side occlusion test was confirmed through a review of the provided photograph, however the issue could not be tested. Inspection and testing could not be performed as no device was returned for investigation. The customer did provide a photo showing alaris system maintenance test results for device serial number (B)(6). The photo showed patient side occlusion testing with a fail result and then a pass result about a minute later. Log analysis could not be performed as no device was returned for investigation. Although requested, dataset, event, error and battery logs were not provided to bd by the facility. Alaris system user manual for v12.3 provides detailed instructions for testing patient side occlusion. The device was in use for treatment purposes as intended per 21cfr 820.198(d)(2). Root cause: the root cause of the report of the preventive maintenance result show failing the patient side occlusion test could not be determined during the investigation.

Event description:
It was reported that the alaris system maintenance report shows that the preventive maintenance test result show "fail" when the device actually passed. Per customer, the device "failed the patient side occlusion test and then the test was ran a 2nd time and it passed." There was no patient involvement. Although requested, the customer stated that they are unable to return the device as they are not sure its current location. Customer has indicated that they will call bd tech support for assistance regarding their question on asm functionality. Bd tech support has assisted the customer regarding their question on asm functionality.